Event description:
It was reported a shaft fracture occurred. Vascular access was gained via retrograde approach. The target lesion was located in the moderately tortuous superficial femoral artery (sfa). A 2.1 mm jetstream xc catheter was selected for an atherectomy procedure to treat stenosis. The catheter was introduced through the sheath successfully. It was reported the device failed to advance after engaging the target lesion. During continued attempts to advance the catheter, the shaft of the device kinked and fractured mid catheter. The device was removed from the patient intact. A non-boston scientific laser catheter was used to complete the procedure. No patient complications were reported.